Event description:
I got bit by a tick in 2013. I had a bulls-eye rash and horrible lyme symptoms (headache, flu, muscle weakness, pain dizziness, etc.) I noticed the rash on (B)(6) 2013. I had the western blot performed in the 6-8 week window. I was not cdc positive on the test ( I took 2 and both are considered cdc negative), even though I had several bands and obviously have lyme. The doctor refused to give me antibiotics because of the flawed interpretation of these tests. I am now very ill because of your guidelines. I am not even being included in the 300,000 that were diagnosed as having lyme.